Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It was confirmed that there was no unevenness. When the change history of the parts was checked, it was confirmed that the design change of dr board was done on april 16, 2018. It is unclear whether this design change has anything to do with the issue.

Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting. Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, there was no image found with the 180 series scopes. This is attributed to the defective patient board.

Event description:
As reported for this event, during preparation for use the device could not detect the therapeutic scope. There is no patient involvement and no harm reported to any patient. There were no known error codes, alarms or alert tones associated with this event. The device was inspected prior to use with no abnormalities noted.